Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced low blood glucose. The customer¿s blood glucose level was 9.8 md/dl. The customer did not experience any symptoms of low blood glucose value. It was unknown if the customer was using auto mode or not at the time of incident. Customer had received critical pump error and a broken force sensor was detected during seating or regular delivery while swimming. No further complications were reported. The customer will discontinue to use the device.